Manufacturer narrative:
(B)(4) handle broken. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure on an unknown date. According to the complainant, during the procedure and when the speedband superview super 7 device was being set-up, the trip wire went off track at the spindle and the handle was not able to be turned. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.